Manufacturer narrative:
All of the buttons functioned properly during testing. However, moisture damage was noted to the keypad traces during the visual inspection. No button error alarm was noted during testing. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, and a scratched reservoir tube window.

Event description:
The customer reported that the insulin pump alarmed button error. Customer's blood glucose was 204 mg/dl. Customer treated with manual injection. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.